Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information was received regarding the passing of the customer. The caller was the territory manager and had limited information. It is believed that the customer was found at home and the possible cause of death is thought to be hypoglycemia - low blood glucose; suspected overdose from the insulin pump. Per the downloaded information from the insulin pump, which was provided by the customer's health care professional, the event that led to the customer's death began in the evening of (B)(6) 2016. The customer was admitted to the hospital on (B)(6) 2016 and passed away on (B)(6) 2016. It is unknown who is currently in possession of the customer's insulin pump - the customer's family or the customer's health care provider.